Manufacturer narrative:
Failure analysis noted that the pump had no audio tone/beep due to broken transducer wire (black) on the interface board. The pump had missing segments due to cracked zebra connector on the lcd. There was no bleeding on the lcd glass. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported that the pump had an audio/beep anomaly. The incident was reported via phone call. Blood glucose at the time of incident was unknown. The customer stated that there was absence of beeps. The settings were correct. The customer stated that the lcd was bleeding. Troubleshooting was not performed. The device was not returned for analysis.